Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 2 was giving a recoverable fault 23008. The customer rebooted, hard power cycled the system; however, the error persisted. The customer disabled the usm arm to continue. The procedure was completing as a three-arm procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the reported 23008 error. In logs, the 23008 error was found indicating pot to encoder fault on the universal surgical manipulator (usm) yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a patient fixture test platform (pftp) where the adaptive gain control (agc) current test was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.